Manufacturer narrative:
Device will not be returned for evaluation. (B) (4)

Event description:
Site was prepared with a 3.0mm drill. As the surgeon was tapping in the anchor, the distal tip broke. The distal tip of the anchor was left in the bone. Surgeon attempted to complete repair with another s&n anchor, but it failed also. Repair was completed with an arthrex 3.0 bio anchor.